Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to excessive force being applied to the device during use. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Account alleges that during a peripheral intervention procedure the catheter tip detached within the patient's common iliac artery during catheter manipulations over a stiff .035 guidewire. The patient's vasculature at the location of detachment was unremarkable. The physician used a vascular snare to successfully retrieve the tip from the patient's anatomy. Another merit catheter was used to finish the procedure with no injury to report.